Manufacturer narrative:
Investigation summary: customer returned one (1) loose 31g x 8mm, 0.5ml relion insulin syringe from lot 8344550. Consumer reported orange plunger cap is broken/mangled on one syringe. The returned sample was examined, and it was observed that the plunger cap was damaged, and the plunger rod was broken. A review of the device history record was completed for batch# 8344550. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200795084] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (damaged plunger cap and broken plunger rod) as per investigation completed by manufacturing, "on 06sep2019, holdrege received (1) 0.5ml, 31ga x 8mm syringe and an open and empty polybag from material 328509, batch 8344550. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found the cap to be damaged, with the cap jaggedly cut in two at an angle. The plunger thumb press is also missing, with stress marks and damage where the thumb press should be. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches made during the production of this batch. No root cause for this defect can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one syringe 0.5ml 31ga 8mm 10 bag has been found experiencing sterility breach during use. The following has been provided by the initial reporter: it was reported by the consumer that the orange plunger cap was found to be broken. Event description per snow case states, "consumer reported orange plunger cap is broken/mangled on one syringe. Occurrence was about one week ago, consumer will submit sample for evaluation. Lot # 8344550. Product # 328509. No exp date".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5 ml 31ga 8 mm 10 bag has been found experiencing sterility breach during use. The following has been provided by the initial reporter: it was reported by the consumer that the orange plunger cap was found to be broken. Event description per snow case states, "consumer reported orange plunger cap is broken/mangled on one syringe. Occurrence was about one week ago, consumer will submit sample for evaluation. Lot # 8344550. Product # 328509. No exp date."